Event description:
The customer reported via phone call that she was in the hospital because she had a seizure. Customer lost her insulin pump and knows that her pump was damaged on the side. Customer stated that she experienced a seizure twice last month that may be related to her blood glucose dropping low according to her health care professional. Customer stated that one of the hospitalizations was when she was on pump therapy and the other was not. Customer had not started pump therapy yet. Customer went to get the mail and was walking up the stairs when she had a seizure. Customer does not recall anything after that point. Customer was already at the hospital when she noticed a crack on her pump, which may have been caused by her fall. Customer stated that she is currently moving and lost her pump. Customer stated that she was taken to the hospital by paramedics. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.